Event description:
Information received by medtronic indicated that the insulin pump had power error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). S/w version = 4.11e. Retainer ring = black. On (B)(6) 2022 the customer alleged pump error alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Pump was charged for several days, and then thus was utilized and redownloaded the trace/history files properly. The new power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were also not within spec range. Several pump error 25 alarms were found in the pump downloaded history on: (B)(6) 2022 at 20:00:00, (B)(6) 2022 at 00:00:00, 04:00:00, 04:10:00, 08:00:00, 12:00:00, 15:15:00, 16:00:00, 19:15:00, 20:00:00, 23:15:00, 23:25:00. In further full review in the pump history, these battery related alarms were found: replace battery alarm on (B)(6) 2022 at 07:12:01, replace battery now alarm on (B)(6) 2022 at 07:14:00 insert battery alarm on (B)(6) 2022 at 07:11:05, 07:21:00, pump passed active current measurement and displacement test, however failed the self test, due to a pump error 75 alarm and failed the sleep current measurement due to high impedance. Pump error 75 alarm found in the pump history on (B)(6) 2022 at 04:59:56. No unexpected replace battery, replace battery now, and insert battery alarms during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. Customer alleged for pump error alarm was confirmed during testing. Pump error 75 alarm was confirmed during testing. . Sleep current measurement test failure suspected to be in pcba 1. Sleep current measurement test failure was isolated to the hardware assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.